Manufacturer narrative:
Event date: exact date unknown, event occurred in 2017. Explant date: 2017.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason.